Manufacturer narrative:
Concomitant bwi products: product: carto 3 system: us catalog # fg540000, serial # (B)(4). Product: coolflow irrigation pump: us catalog # cfp002, serial # (B)(4). Product: stockert 70 rf generator, us catalog # s7001, serial # (B)(4).

Manufacturer narrative:
(B)(4). After an atrial fibrillation procedure, it was reported that the patient¿s blood pressure dropped and complained about chest paint while at the recovery room. Chest compression, medication and pericardiocentesis were performed. After this, the patient was stabilized and under observation. On february 21st, received additional information requested from bwi representative stating that even before transseptal puncture and mapping/rf ablation was performed, it was observed that the patient¿s blood pressure was abnormally low. No effusion was detected during transesophageal echocardiogram (tee) at start of the procedure. The causality of this adverse event was procedure related. The outcome of this event was that the patient deceased on (B)(6). The returned device was visually inspected and found in good physical condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. It was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and was properly visualized. Eeprom data demonstrates that the catheter was correctly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the chest pain and patient expiration remains unknown.

Event description:
After an atrial fibrillation procedure, it was reported that the patient¿s blood pressure dropped and complained about chest paint while at the recovery room. Chest compression, medication and pericardiocentesis were performed. After this, the patient was stabilized and under observation. On (B)(6), received additional information requested from bwi representative stating that even before transseptal puncture and mapping/rf ablation was performed, it was observed that the patient¿s blood pressure was abnormally low. No effusion was detected during transesophageal echocardiogram (tee) at start of the procedure. The causality of this adverse event was procedure related. The outcome of this event was that the patient deceased on (B)(6).